Event description:
It was reported that chronically high thresholds was noted on the left ventricular (lv) lead. The lv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition with no adverse health consequences.